Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an alert for pacing lead impedance greater than upper limit was displayed via merlin.net. Both ICD and lead were tested and no high impedances or noise could be produced. There were no adverse consequences; patient will be closely monitored.